Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none reported. It was reported that the fox sv was advanced to the moderately calcified right superficial femoral artery via a contralateral approach. The fox sv ruptured at 4-6 atmospheres during the first inflation. A non-abbott balloon was used to complete dilatation. There were no adverse pt effects reported. Though requested, no add'l info has been provided.

Manufacturer narrative:
(B) (4). The device is not available for eval. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with any add'l relevant info.